Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) the device failed to power on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Complainant indicated that the battery was removed from the device and failed self-test. The battery capacity was depleted to a non-functional state.